Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds). The implant was inside the wds and connected to the core wire as received. The hub, shaft, tip, core wire, and implant were examined. There were numerous kinks along the shaft of the device. The tip and inner shaft were damaged with damage consistent from anchor damage during recapture of the implant. The implant was deployed during analysis and found to be consistent with the reported information. The anchors were damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information, however, no clot was present on the implant during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported thrombus on the closure device occurred. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system was advanced and positioned in the laa; however, the physician did not think the position was good, so he removed the delivery system from the patient. Once the delivery system was out of the patient, they noticed a clot on the polyethylene terephthalate (pet) fabric. The physician believes that he did not flush the delivery system in time when it was removed from the patient and this caused the clot. The patient was stable without any complications.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus on the closure device occurred. A left atrial appendage (laa) closure procedure was being performed. A 30 mm watchman ® laa closure device & delivery system was advanced and positioned in the laa; however, the physician did not think the position was good, so he removed the delivery system from the patient. Once the delivery system was out of the patient, they noticed a clot on the polyethylene terephthalate (pet) fabric. The physician believes that he did not flush the delivery system in time when it was removed from the patient and this caused the clot. The patient was stable without any complications.